Manufacturer narrative:
The technician replaced the head hi/low up and down valves and the coils to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting down.